Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Due to infection in the patient, the device will not be returning for analysis.

Event description:
It was reported the patient developed an infection around the entire device system. The patient was seen at (B)(6) hospital on (B)(6) 2018, and was given antibiotics. By (B)(6) 2019, there was a hole around the device site. The patient had a complete system extraction on (B)(6) 2019, and an s-ICD was implanted on (B)(6) 2019. No further adverse effects were reported.